Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of the received device logs confirms the reported event. It showed that the ventilator alarmed for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure exceeding preset upper pressure limit are also generated. The root cause of the reported alarms has not been determined.